Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked 'other' to add country. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the parts falling off from the distal end (including a rubber) likely occurred from user mishandling or physical stress to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities. 6. Holding the insertion section gently with one hand, carefully run your fingertips over the entire length of the insertion section in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion section is not abnormally stiff." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation noted a finding of parts fall off from the distal end (including a rubber), falling off due to loosening or detachment of parts joint area. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model bf-uc180f, evis exera ii ultrasonic bronchofibervideoscope to olympus for repair due to a report of "acoustic lens damaged, insertion part with partially damaged surface, and control part with insufficient angulation." Upon inspection and testing of the returned device by olympus, it was noted that parts fell off from the distal end (including a rubber). This report is submitted for the malfunction of parts fell off from the distal end (including a rubber). As this was found during in-house service, there was no patient involvement.